Event description:
It was reported that the user¿s dexcom g7 sensor connection to the ilet was lost while the user was away from the ilet, and after returning to proximity the ilet did not resume reading glucose despite the dexcom mobile app continuing to display glucose values, consistent with a pairing or communication failure between the cgm and the ilet. Symptoms included no adverse clinical effects and no changes in blood glucose control. Outcomes included no alerts or alarms from the ilet and no impact on therapy delivery. Investigation included guided troubleshooting and education, consisting of unpairing the g7, toggling cgm selection to g6 and back to g7, repairing the g7 to the ilet, and restarting the ilet. Investigation of this case revealed that the device began pairing again after the troubleshooting sequence, indicating a resolved connectivity issue without hardware damage or software malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or pairing issue resolved by standard reconnection and restart procedures.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.